Manufacturer narrative:
Device was returned for evaluation. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the leadless pacemaker could not be implanted. The device was removed and not replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates there was no allegation of malfunction against the device. The device was unable to be implanted due to patient anatomy.